Event description:
On 3/19/97, the facility nurse contacted the MFR's technical sales specialist with concerns of a catheter which had broken prior to being introduced into the pt. The facility nurse described the distal tip of the catheter as hard. The facility nurse stated that there was no injury to the pt since the tip of the catheter broke prior to insertion. The facility nurse stated that both pieces of the catheter would be returned to the MFR for analysis. No further details were provided at that time.